Event description:
It was reported to physio-control that the customer's device could not be powered on during the daily pre-shift check of the device. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed power pcb assembly and determined that the cause of the reported issue was due to an integrated circuit (ic) chip, designator u5 on the power pcb assembly, having shorted from pin 12 to pin 13. This integrated circuit (ic) chip, designator u5 on the power pcb assembly, being shorted from pin 12 to pin 13 caused the device not to power on.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control replaced the power pcb assembly. Proper device operation was then observed through functional and performance testing. Following repair, the device was returned to the customer for use.